Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not clip an investigation was completed to determine the cause of this reported event. Failure analysis found the primary failure of functional test failed-clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. Additionally, the instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Moreover, signs of corrosion were found on the instrument bearings. Pitch input disk bearings exhibited orange discoloration.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the medium-large clip applier would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.